Event description:
The distributor reported on behalf of the surgeon that during cataract surgery with attempted implantation of the istent in the patient's left eye, it was difficult to obtain good visualization of the trabecular meshwork. When the surgeon thought he had good visualization, the istent was opened and passed across the anterior chamber into the angle at the 9 o'clock position. The patient then moved her head and eye unexpectedly and there was dehiscence of the iris at the root with hyphema. The surgeon cleared away the blood and performed secondary surgical intervention to suture this iris into position. No istent was implanted and the surgeon did not believe the istent caused the problem. At the one week postoperative visit, there was hyphema present and an associated increase in iop. Add'l patient follow-up info was provided on (B)(6) 2013 stating that the patient is doing fine, postoperative iop is 12 mmhg and visual acuity is 20/30. The heme has dissipated and is no longer present.

Manufacturer narrative:
The device eval is in process and the findings will be provided in a supplemental report. The surgeon has attributed to the adverse event to unexpected patient movement during attempted implantation of the stent. (B)(4).